Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the pulse generator exhibited under-sensing of fine atrial fibrillation episodes. No interventions were made, as the issue will continue to be monitored. The patient was stable.